Event description:
The consumer alleges the scooter lost power, rolled backward, and they were thrown from the scooter. The consumer alleges they received a broken wrist, elbow and toe from the alleged incident.